Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On november 4, 2009, the lay-user/patient contacted lifescan alleging that a one touch ultramini meter was powering off during use. The patient indicated that the alleged issue started in 2009, at an unknown time. As a result of the alleged issue, the patient skipped or stopped taking metformin, lipitor, and a "flex pill." It is not known how many dosages the patient skipped or what date/time the actions were taken. An unspecified time after the issue began, the patient claimed that she developed symptoms of shakiness, nervousness, dizziness, and lightheadedness. The patient was advised by a doctor to start taking her medications. The patient denied receiving treatment because of the alleged issue. It would have been helpful to know the following information: the patient's testing frequency, her medication and diabetes management regimens, what actions the patient took before and after the symptoms developed, what date/time the patient skipped or stopped taking her medications, and what time the symptoms started. The alleged issue was resolved with troubleshooting. The one touch customer advocate (otca) noted that the patient was not using a correct technique for testing with the reported meter. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed that she developed symptoms that can be associated with a serious injury after the alleged meter issue began.